Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker heard electrical noise and felt the device moved. Unexpectedly, the battery of the device depleted faster than expected. Boston scientific technical services (ts) verified that the patient was in atrial tachycardia and the pacing percentage had increased in which these could affect the device battery. Ts suggested reprogramming. Attempts to obtain additional information from the field representative were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.